Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a tear in the sheath. Engineering observed that the gate remnant of the inner ring, which is where the plastic enters the mold, was rough and not flush with the inner ring. Based on the condition of the returned unit, it is likely that the gate remnant on the inner ring created a hole when it came into contact with the sheath. The hole likely propagated through the sheath material when the sheath experienced stress during use. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: right hemicolectomy. Detailed description of event: hospital: (B)(6) hospital. The client uses the new configuration of c8301 to take out specimen, and then the wound sheath was broken. Additional information received via email on 2mar2020 from purchasing rep: the sheath tear occurred mid-procedure, "when they pick up the specimen". There were no instruments used within the alexis. The alexis was removed and replaced with a new device to complete the case. Patient status: fine. Type of intervention: ni.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Name of procedure being performed: right hemicolectomy. Detailed description of event (B)(6). The client uses the new configuration of c8301 to take out specimen, and then the wound sheath was broken. Additional information received via email on 2mar2020 from purchasing rep: the sheath tear occurred mid-procedure, "when they pick up the specimen". There were no instruments used within the alexis. The alexis was removed and replaced with a new device to complete the case. Patient status: fine. Type of intervention: ni.